Event description:
Event description cpi received information that a patient with a ventak mini ii implantable cardioverter defibrillator (ICD)/endotak transvenous defibrillation lead system received shocks in sinus rhythm. Review of the therapy history showed that the ICD was oversensing when the patient was bradycardic.